Event description:
It was reported that the lead had dislodged. The physician programmed the pulse generator to right ventricular pacing with atrial-ventricular delay to minimize right ventricular pacing. The lead was subsequently explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 7.7 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.